Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Reportedly, customer can't load a new cartridge. Customers blood glucose level was 250 mg/dl. No additional event information was available.

Manufacturer narrative:
H6: removed 1503, added 1384. H6: removed 1503, added 1384.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose was 250 mg/dl. No additional event information was available.